Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. The device was being used for patient treatment at the time this occurred. There was no patient harm.